Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor.

Event description:
The customer called to report high blood glucose and the reading was 402 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly and there were no alarms in the alarm history. The insulin pump passed the prime test but failed the high pressure test.